Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the blood sampling valve (bsv). The fse replaced the bsv actuator, rerouted and refitted bsv tubing, and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of clenz cleaner solution leaked from the manual probe and outside the instrument involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.